Event description:
Boston scientific received information that this right ventricular (rv) lead exhibiting high out of range pacing impedances of greater than 2500 ohms. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.